Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level of 500 mg/dl. Customer experienced current blood glucose levels was unknown. Customer declined troubleshooting for insulin pump. Customer does not alleged to pump. Customer also stated that they had issues with 4 infusion sets. The product will not be returned for the analysis.